Event description:
Caller alleged discrepant results compared with the lab. Results as follow: date - (B) (6) 2008, inratio - 1.5, lab - 3.5. When rn repeated the test, it was 3.4.

Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Manufacturer provided information regarding correlation and acceptable variance range. Device is not expected to be returned. Investigation is pending.